Event description:
It was reported that a patient underwent a gynecological procedure in 2008. During the procedure, before use on patient, the assistant nurse tried two to three times to attach the disposable hand piece to the motor drive unit. Then, the motor drive unit powered off suddenly. The motor drive unit was replaced and the procedure was successfully completed with no adverse patient consequences.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the device manufacturing records was conducted, and the device met all finished goods release criteria.